Manufacturer narrative:
Device received with intermittent button response due to act button were flat button dome. J2 connector was inspected and locked on lcd board. Device received with normal operating current. Device passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected error message anomalies noted. Device received with cracked keypad overlay, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Device received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons harder to push and had received unknown errors. Also had diminished battery life sometimes. No harm requiring medical intervention was reported. The device will not be returned for analysis.